Manufacturer narrative:
The device has been received for eval. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Received info stating customer was unable to complete fill tubing step during load process.